Event description:
It was reported that during an aneurysm procedure, resistance occurred while delivering the subject stent to the microcatheter. After adjusting and upon withdrawal, the subject stent got partially deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.